Event description:
Patient reported that in 2004, she experienced a blood glucose level of 490 mg/dl. Patient's friend noticed the smell of insulin, and patient discovered that (during a prime), insulin was leaking around the adapter and infusion set tubing. Device did not generate any error messages. Patient alleged that infusion set was at fault for event.